Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges patient had pain, discomfort and chromium detected in blood after asr hip implant. Doi: (B)(6) 2006 (left hip). Dor: none reported. Patient is resident of (B)(6). Update 2 july 2014 der rcvd - updated dor, patient demographics and surgeon/hospital details.

Event description:
Litigation alleges patient had pain, discomfort and chromium detected in blood after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.